Event description:
It was reported that after a right ankle brostrom repair on (B)(6) 2013, the patient was having a reaction with small localized wound complication at the incision site of the repair. The patient returned to the or on (B)(6) 2013 for an I&d treatment. No new implants were inserted. Pt is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in the patient.